Event description:
The customer reported that the pca delivered 10 mg of dilaudid in 4 hours; however, the pt should have received only 3.2 mg. The intended programming parameters were requested but not provided. The customer downloaded the pcu and pca event logs but the devices continued to be used for 8 more days after the event and the logs do not go back far enough to include the event. The customer has therefore declined any investigation from carefusion.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.